Event description:
A high blood glucose level was reported by the customer, although the exact value was unknown as the display showed "high." Cause was not known. The customer declined to further troubleshoot the issue, and no additional outcome information was available.